Event description:
During a tubal ligation kleppenger sticking to tissue during coagulation of fallopian tube. Cautery bipolar 15 increased during the case to 20 then k-y jelly applied to kleppenger with no result. Add'l lubrication efforts with sterile ultrasonic gel and bone wax, sticking problem continued. Tissue damage due to sticking. Mini laparotomy necessary to complete procedure and remove kleppenger from tissue.